Event description:
Same case as MDR ID#: 2134265-2013-05498. It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery (mid lad). After pre-dilation using a 3.5x15mm and a 3.5x20mm apex balloon catheter, a 3.50x24mm promus element plus stent delivery system was advanced over a non-bsc 190cm guidewire into a gzilla guide extension catheter. The device was caught on the collar of the guide catheter pushing the stent up to the proximal shaft. The whole system was removed out of the patient. A non-bsc 3.5x23mm stent was implanted and post-dilation was performed. The procedure was finished successfully with no negative outcome. No patient complications were reported and the patient¿s condition was fine.

Event description:
This report was filed in error. This was a concomitant device used during the procedure. There was no alleged issue reported for this device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Examination of the returned device revealed that the shaft was kinked 6cm and 6.5cm from the collar. Inspection of the remainder of the device presented no damage or irregularities. A new stent delivery system was used for functional testing and was able to pass through the entire length of the guidezilla guide extension catheter with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery (mid lad). After pre-dilation using a 3.5x15mm and a 3.5x20mm apex balloon catheter, a 3.50x24mm promus element plus stent delivery system was advanced over a non-bsc 190cm guidewire into a guidezilla guide extension catheter. The device was caught on the collar of the guide catheter pushing the stent up to the proximal shaft. The whole system was removed out of the patient. A non-bsc 3.5x23mm stent was implanted and post-dilation was performed. The procedure was finished successfully with no negative outcome. No patient complications were reported and the patient¿s condition was fine.